Manufacturer narrative:
This device is used for treatment, not diagnosis. The azur system is intended to reduce or block the rate of blood flow in vessels of the peripheral vasculature. It is intended for use in the interventional radiologic management of arteriovenous malformations, arteriovenous fistulae, aneurysms, and other lesions of the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel/aneurysm perforation, unintended parent artery occlusion, incomplete filling, vascular thrombosis, hemorrhage, ischemia, vasospasm, edema, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. The evaluation of the returned device confirmed the implant coil detached from the delivery pusher, and revealed evidence of being stretched. The delivery pusher was not returned for evaluation. The root cause of this complaint is likely due to the device being exposed to a force that exceeded the maximum tensile specification. Reference mvi: (B)(4). Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission.

Event description:
It was reported that during the coiling of a vessel, the coil was within the catheter for approximately 5 minutes when it became stuck. An attempt was made to withdraw the device and in doing so, the coil detached from the delivery pusher. The entire system, coil, delivery system, and micro catheter were withdrawn together without incident. No patient injury was reported.